Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the threads on the retaining rod fractured off of the device and was not returned. The driver was also not returned. The device was manufactured in 2016 and exhibits signs of extensive wear/ usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The clinical/ medical team concluded that the instrument tip fragmented into the screw-head prior to implantation was the root cause of the retained foreign body/driver tip. The root cause of the instrument breakage was not identified during the product investigation; however, it was noted that the device exhibited ¿signs of extensive wear/ usage¿ and cannot be ruled out as a contributing factor to the reported event. The retained foreign body/driver tip is composed of biocompatible astm f-138 stainless steel. No patient impact was reported or concluded; however, it remains unknown if possible micro-motion of the retained tip from the screw head will be possible. No further medical assessment can be rendered at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, the subtroch capture broke off in the screw. Dr. Was able to make it work to put in, but could not get the broken piece of the driver out of the screw before putting in, so he left in. Final outcome was good. No injury reported. Surgeon had to divert from original procedure in order to complete the surgery.